Event description:
It was reported that at 11:00 am, (B)(6) 2022, head nurse was notified via telephone that when infiltrating and flushing the catheter during inspection prior to catheter placement in patient, abnormal liquid leakage occurred on the catheter body distally 0.5 cm away from the valve (the two sites where water leaked lied on the right and left side of the catheter body respectively). The catheter was inspected on site and catheter damage was suspected.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redy0096 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed. One 4 fr single lumen groshong clearvue catheter with stiffening stylet and flushing hub inserted was returned for evaluation. An initial visual observation showed some use residue on the returned sample. Bends were observed in the stylet within the catheter just distal to the end of the metal cannula of the flushing hub and approximately 8.5 cm proximal to the distal tip of the stylet. The sample was flushed with a 12 ml syringe of water and a spraying leak was observed in the catheter tubing at the location of the bend in the stylet just distal to the flushing hub. A microscopic observation revealed a slightly curved split in the catheter tubing at the location of the distal end of the metal cannula of the flushing hub within the catheter. The edges of this split were observed to be rough and uneven and granular in texture. Additional damage was observed on the catheter surface just proximal to this split. The split was observed to be the approximate size of the diameter of the metal cannula of the proximal connector piece. The location, shape, and physical features of the split in the returned catheter as well as the bends observed in the internal stiffening stylet suggest that the catheter was damaged by the metal cannula of the flushing hub, most-likely during manipulation of the catheter during use.

Event description:
It was reported that at 11:00 am, april 19, 2022, head nurse was notified via telephone that when infiltrating and flushing the catheter during inspection prior to catheter placement in patient, abnormal liquid leakage occurred on the catheter body distally 0.5 cm away from the valve (the two sites where water leaked lied on the right and left side of the catheter body respectively). The catheter was inspected on site and catheter damage was suspected.